Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 99-110mg/dl fasting. Verified test strips expire 08/24/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Ran blood test: 92mg/dl fasting: yes. Reviewed meter memory: (B)(6). Customers concern: 67, 46, lo, 87mg/dl. Customer believed the results are inconsistent because they continue dropping when performing back to back blood test. Customer is a non diabetic. Customer recently stated taking antibiotics about a week ago.